Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch surestep meter is giving inaccurate reading. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The product issue began 3 months ago. The pt claimed that every time she tested her blood glucose, she obtained a blood glucose reading of "92 mg/dl". Prior to the onset of the product issue, the pt had symptoms described as "dizzy, numb face, and sees black lines". The pt reportedly obtained a blood glucose reading of "almost 300 mg/dl" on another device around the same time. The pt indicated that she received treatment in the emergency with IV fluid and pills. It is not known whether the treatment obtained before or after the onset of the product issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/ reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the pt's diagnosis and treatment at the ER, and why the pt was treated with IV fluid. This complaint is being reported because the pt claimed she received medical intervention that can be suggestive for hyperglycemia while using the lfs meter products. Replacement products were sent to the pt.